Event description:
It was reported by service report that the unit was found in an elevated position and the headend lift was unable to raise or lower.

Manufacturer narrative:
Result: power coil cable.